Event description:
On (B)(6) 2013 the reporter contacted animas for assistance in clearing unrelated alarms, and during troubleshooting it was noted that the time and date were incorrect and that the am and pm were reversed. The reporter then stated that the patient has been experiencing recurring high blood glucose around 300mg/dl for the past six months and the patient's healthcare provider (hcp) was unable to determine the cause of the elevated bgs. The reporter stated that the patient has had increased thirst, increased urination, and yeast infections requiring prescription medication due to the elevated bgs. The patient's hcp reportedly had been adjusting the basal rates to counteract the bg elevations. After discovering that the time and date were set incorrectly, the reporter attributed the elevated bgs to the time issue. The patient's bg at the time of the call to animas was reportedly "controlled and without complaints". The pump was replaced. This complaint is being reported because the patient reportedly experienced hyperglycemia related to use error in incorrectly setting the time/date while using insulin pump therapy.

Manufacturer narrative:
This alleged time/date issue is not likely to cause an adverse event because the pump displays the "verify" screen after it is rebooted and the time and date must be set to confirm the "verify" screen. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box history date started at (B)(4) 2007, with two total daily dose (tdd) histories recorded as (B)(4) 2007. On (B)(4) 2007 at 04:58 the time and date were manually changed to (b(4) 2012 at 01:59. No other manual time changes or evidence of time/date reset were observed. During testing, the battery was removed and the time and date reset to factory settings. The pump was exercised for 29 hours and was found to be delivering within specifications. The pump was opened and the internal battery was found to be leaking.